Event description:
It was reported that the outer layer of the modular cable was damaged. The modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress within the modular cable jacket. The reported event of the outer layer of the modular cable being damaged was confirmed during evaluation of the returned product. A small segment of repair tape was observed on the outer jacket. This tape was removed, revealing a small puncture in the outer jacket which exposed the inner woven layer. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed puncture damage. The root cause of the observed damage could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook- section 6 entitled ¿equipment maintenance¿ address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.